Manufacturer narrative:
Correction: the correct lot number is 19c20v802, previously submitted as 18c20v802. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tubing of a clearlink solution administration set separated from the chamber. This was observed when the nurse removed the set from the packaging. There was no patient involvement. No additional information is available.